Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately fourteen years and eight months post filter deployment, computed tomography revealed strut perforated the caval walls, that extended 5 to 15 mm. Two right anterolateral structures were adjacent to the second portion of the duodenum and the left posterior lateral inferior strut was embedded within the anterior inferior t12 vertebral body osteophyte. Superior extent of filter was at inferior l2 vertebral body and inferior extent at l3-l4 disk space. A total of 6 prongs had perforated through the inferior vena cava. Maximum distance prongs perforated through inferior vena cava was 4.53 mm. Coronal images showed 1.51-degree tilt of filter right-to-left and sagittal images showed 1.98-degree tilt anterior-to-posterior. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for filter tilt as the coronal and sagittal images reveal 1.51-degree and 1.98-degree tilt respectively. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 04/20007), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and six struts perforated the inferior vena cava (ivc).the device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and six struts perforated the inferior vena cava (ivc).the device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.